Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Failure to integrate over time with sinus graft material. Used disposable drills with chilled irritation. (B)(6) are the same patient.